Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump was received with no escape, act, up and down button response; unable to determine root cause due to pump preservation; unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump was received with cracked reservoir tube lip data analysis: there is no data listed for the dated of (B)(6) 2016 due to pump returned without a battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had blood glucose of 430 mg/dl. The caller stated that the customer passed away on (B)(6) 2016, at home. The cause of death was cardiac arrest. The customer had kidney failure and heard disease. The customer's blood glucose at the time of death was 430 mg/dl and the last recorded blood glucose value was 247 mg/dl on (B)(6) 2016. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump received with no esc, act, up and down button response. Unable to determine root cause due to pump preservation. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to no button responses. Pump received with no battery installed. Pump received with cracked reservoir tube lip. Data analysis: there is no data listed for the dated of (B)(6) 2016 due to pump received without battery installed as (B)(6) 2016 gm 4-7-16 pump received with no button response due to flattened esc, act, up and down button dome switches. The keypad connector on j2/lcd is locked properly during visual inspection.